Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05812 & 05911).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the component showed evidence of osteolysis and delamination consistent with tibial loosening. Bearing delamination was considered acceptable given the lifetime expectation of the product.

Event description:
It was reported that patient underwent a knee arthroplasty on (B)(6) 2000. Subsequently, a revision procedure was performed on (B)(6) 2014 due to tibial loosening as a result of osteolysis. The tibial tray and tibial bearing were removed and replaced.